Manufacturer narrative:
The pt did not suffer an injury nor did the pt require any medical intervention for this incident. The pt's treatment was stopped and restarted on a different machine. The "pump malfunction" alarm occurred two times during the treatment. The machine was inspected by facility's biomedical technician. He reported that the pump had failed as per reported alarm set off by the machine and required replacement. The machine has been repaired and returned to service.